Manufacturer narrative:
The footswitch interface card was received for evaluation. It was found to functionally exhibit no problems. However, the footswitch and cable were not returned with this sample. However, without the footswitch and footswitch cable, it is unknown whether or not these products were nonconforming. Therefore, with no additional, related information provided, the customer reported event of reflux issue was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An biomedical engineer reported that during a cataract extraction with intraocular lens implant procedure that reflux functions were not working. The case was completed as planned. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the footswitch and the cable were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively.